Manufacturer narrative:
Medwatch sent to FDA on 06/23/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of non-inflammatory abscess without bacterial infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abscess as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected by another physician with "vycross" range and after injection developed extraordinary non-inflammatory abscess without bacterial infection and was hospitalized because of this "severe reaction." Patient was prescribed augmentin as an antibiotic. Symptoms are ongoing.